Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank one hour after low battery alarm. The reporter noted that after the battery was replaced the display screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2013 with the following findings:the pump was powered on and the display screen appeared clear and legible. No defect was found.